Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4).

Event description:
Customer reported he was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion. Customer further reported that approximately one month prior to contacting customer service he experienced symptoms described as "weakness, pale, (and) dehydration" and suffered a seizure as result of being unable to test. Customer self-treated with "4 ounces of orange juice, glucose tab, (and) 4 ounces of sugar". Paramedics were called and customer was treated with "IV fluid, glucose, and blood works" and transported to a health care facility where he was diagnosed with "severe hypoglycemia, low blood pressure, (and) dehydration". Customer was treated with intravenous fluids and glucose and received services of "blood work, IV medications and nuclear cardio, cat scan". Customer was given a new prescription of nitroglycerine. There was no report of death or permanent impairment associated with this event.